Event description:
The patient was referred for vns battery replacement. Pre-operatively high impedance was seen. The surgeon proceeded with a generator replacement and tested the impedance, which was showing within normal limits. However, the day after surgery, the neurologist requested the device was checked and found to be high again with impedance greater than 10,000 ohms. The device was disabled. The explanted generator was discarded per hospital policy. The patient underwent lead revision surgery and lead was discarded per hospital policy. No additional relevant information has been received to date.